Event description:
On (B)(6)2025 apifix was informed that patient #(B)(6), index procedure on (B)(6)2023, is scheduled for revision surgery on (B)(6)2025 due to 'kite angle which turned into a negative angle'. The plan is to replace the implant and place the apifix screw in a different vertebra.'

Manufacturer narrative:
Patient #(B)(6) underwent index procedure on (B)(6)2023. According to the reporter, during the index procedure, despite multiple efforts, it was impossible to get a better kite angle. Post-op index x-ray images demonstrated extender misalignment with the mid-c rod. The x-ray showed that the angle was less than 5°. The extender angle should be between 5°-15° degrees compared to the mid-c rod (ref: (B)(4)). On (B)(6)2025 apifix was informed that patient #(B)(6) is scheduled for revision surgery on (B)(6) 2025 due to 'kite angle which turned into a negative angle. The plan is to replace the implant and place the apifix screw in a different vertebra.' On (B)(6)2025 the patient underwent revision surgery as planned. According to the reporter, "during the index surgery on (B)(6) 2023, it was not possible to create a satisfactory kite angle. Due to this, and growth of the patient, the angle deteriorated further, and todays revision was planned. The extender was moved down one level to t6/7, the distal apifix screw was replaced with a 6, 0 x 40 mm screw." Extender misalignment results from not properly aligning the extender and the main rod, from selecting improper screw size to anchor the extender or from fault in the off the shelf tool used to lock the extender screws. The event may be associated with curve progression, implant migration and prominence. The company took several actions to mitigate extender misalignment: · in (B)(6) 2018, a letter instructing surgeons how to properly align the extender was issued. · eco 48, a pre-bent extender was introduced to ease extender alignment. · eco 63, an extender-main rod angle measurement tool was added to the surgical tool. Explanted device is not expected to be returned to manufacturer. Apifix is closing this complaint but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.